Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and was found to have the crimp of wrist control cable 4 dislodged. The dislodged crimp is captured inside of the welded grip. The dislodged crimp caused the instrument to exhibit imprecise motion. The root cause of this failure is attributed to a component failure. Additional findings not reported by site: the instrument was found to have exhibited imprecise motion. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion. The tips moved in the direction commanded, however a lag or delay in the motion was observed. The imprecise motion was caused by a dislodged cable crimp. The root cause of this failure is attributed to a component failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to dislodged cable crimp.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument was not moving properly. The procedure was completed with no reported injury.